Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) lead. Provocative testing was performed, and the noise was not reproducible. No further intervention has been performed. The patient was stable and will continue to be monitored.